Event description:
It was reported the patient's pump was explanted 4 years ago because it quit working. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).